Manufacturer narrative:
Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Event date: unk. Device manufacture date: unk.

Event description:
The pt reported she developed a red, itchy rash under the tape collar of the device. There are no reported open areas or exuding fluid. The onset of the rash was approx 6 weeks prior. The pt reportedly presented to her physician and underwent treatment for a possible yeast infection with no improvement.